Event description:
Follow up identified the patient's scs ipg was replaced with a new one.

Manufacturer narrative:
1627487-12192011-003-r, 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced communication issues between the scs ipg and external devices. The patient complained she had to charge the ipg more frequently than at the time of implant. Follow up identified the patient's scs ipg was inoperable. Surgical intervention may be taken to address the issue.